Event description:
It was reported that a revision surgery was performed due to implant loosening.

Manufacturer narrative:
Additional information: a photo of the explanted devices was provided indicating complete wear of the femoral head. The xlpe liner is also severely damaged. No product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened.